Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised enduser stated chair is veering sharply to the right as wheels are locking up and after unit charge it only goes across the room. Dealer advised he drove chair after replaced batteries and it would not go back up the ramp without veering to the right.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the brush holder was tight causing jerking, there was black carbon buildup detected inside the motor, the terminal was loose in the connector, and there was a smell of smoke. An expanded evaluation was performed. Per the expanded evaluation report, one of the terminals in the connector was loose and not aligned properly and a portion of the brake wiring was melted. When driving the motor, a squealing and squeaking sound was heard and the motor would vibrate and rumble. When the area near the brake was felt, it was warm to the touch and a burning smell was noticed. The underlying cause was identified as foreign material that was found under the brake disc did not allow the brake to engage/disengage properly, generating excess heat, and damaging the disc (and likely melting the brake wire). This also did not allow the motor to reach full speed, which would have caused the veering experienced by the end user. Once the foreign material was removed, the motor was able to drive as intended.

Event description:
Dealer advised enduser stated chair is veering sharply to the right as wheels are locking up and after unit charge it only goes across the room. Dealer advised he drove chair after replaced batteries and it would not go back up the ramp without veering to the right.